Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, beeping was noted with no disposable message. Subsequently, cassette was replaced with new remodulin filled and issue was resolved. No patient consequences were reported. No adverse effects were reported.